Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that during the patient's permanent implant procedure, the patient had dura leak. The patient was experiencing slight headache. The procedure was aborted and the physician patched the leak. The patient was reportedly doing well.